Manufacturer narrative:
E1:patient city (B)(6) patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states on 3-sept-2024, it was reported that the patient encountered issues with it turning into cellutius after one day no further information available ..